Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, nothing out of the ordinary was found. When the fragment fell inside of the patient, the instrument was being used to cut tissue. The surgeon was unsure of what caused the instrument breakage to occur. The instrument was in use for 10 minutes before the issue occurred. There were no instrument functionality issues during the procedure. The instrument did not collide with any other instruments. The instrument was not removed before the reported issue occurred. Upon final removal of the instrument, the wrist was straightened. The surgeon felt no resistance when removing the instrument through the cannula. There was no damage to the cannula. There was no additional damage found to the instrument. The fragments were retrieved through an assist port, with a grasper instrument. All fragments were retrieved, with no additional surgical procedures required. No post-operative tests were performed. There were no reports of patient injury. The procedure was completed robotically. The patient has not experienced any post-surgical complications. The fragments were saved, but it is unknown if they will be returned. It is unknown if any photographs are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The mega suturecut needle driver instrument was analyzed and the complaint regarding the instrument breaking was confirmed by fa. The instrument was found to have a broken grip at the grip base. A piece approximately 0.213" x 0.91" was found to be broken off the grip base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the mega suturecut needle driver instrument broke inside of the patient. The fragment was retrieved during the same procedure and the procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.